Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was oversensing non-physiologic noise in multiple episodes. Some episodes were recorded as noise reversions, while others were recorded as high ventricular rate episodes. The lead was capped and replaced on (B)(6) 2020 and the patient tolerated the procedure well.